Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Event description:
A retrospective review indicates this event is connected to the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Manufacturer narrative:
Correction b5: additional information received reports that the event is no longer reportable as patient underwent off-label procedure which triggered the service app issue.

Event description:
Additional information received reports that the event is no longer reportable as patient underwent off-label procedure which triggered the service app issue.

Manufacturer narrative:
B3: event date is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that following an MRI where the device was placed into MRI mode, the patient was unable to disable MRI mode. Troubleshooting has been unable to resolve the issue. Further intervention may be pending to address this issue.